Manufacturer narrative:
The initial reported event of lead integrity alert (lia) triggered, oversensing and that the system was deactivated, was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited oversensing. The system was deactivated, and will not be replaced. No patient complications have been reported as a result of this event. It was further reported that the patient complained of hearing a sound coming from the device, but the device has been turned off. The patient no longer needs the device. It was further reported that the right ventricular (rv) lead had a possible fracture.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.